Event description:
It was reported that the device was being fired to close a jejunojejunostomy. On the 2nd firing to close the ostomy (which was across previous staple line), the device was opened, no staples were fired nor knife deployed. Another device (which was also previously fired) was used to complete the ostomy closure, when opened; it had stapled, but not cut. A new device was opened, and used to successfully complete the firing. This device was then used to create the gastrojejunostomy; the procedure was completed without additional incident.